Event description:
Device 2 of 2. See MFR's report number 1627487-2010-00370 for device 1.

Manufacturer narrative:
Eval results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The lead was visually inspected and found to have been returned incomplete, with the anchor attached to the lead segment. No functional testing was performed since the reported event referenced an allergic reaction. Conclusion: the cause of the reported complaint could not be analyzed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.